Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18jul2019. There was no on-site evaluation by the manufacturer. The facility contact reported ordering the user interface board to address the reported event. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with diagnostic code (3.3v voltage rail failed). There was no patient involvement.